Manufacturer narrative:
The device currently remains implanted. This report will be updated upon receipt of additional information or device return.

Event description:
It was reported during on going use, the device was showing premature battery depletion. The device currently remains implanted. No further information has been received at this time.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. It was indicated that the pm had lost 6 years of longevity within one year. No adverse effects to the patient were reported. Additional information: please note: the date of explant is estimated as the rep was unable to provide the exact date of the explant/replacement procedure. Additionally, this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.